Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was an inpatient and was moved up on the transplant list to 1a status due to an unspecified deterioration of the patient's condition. The patient was transplanted on (B)(6) 2015. During explant of the pump, thrombus was noted.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. Thrombus was confirmed through the analysis of the returned lvad pump. The device was returned assembled with the percutaneous lead (lead) cut approximately 1¿ from the pump housing and the distal portion of the lead was not returned. The inlet tube was not returned; however, the remainder of the inflow conduit (flex section and inlet elbow) was returned detached from the pump¿s inlet port. The outflow elbow was returned detached from the pump¿s outlet port; however, the remainder of the outflow conduit (outflow graft and outflow graft bend relief) was not returned. Evaluation of the pump upon disassembly revealed two non-laminated depositions. One deposition was situated on one of the rotor blades, while the other deposition was observed along the tapered portion of the rotor. These depositions lacked denaturation and lamination indicating these depositions likely formed elsewhere. Contact marks were observed beneath the deposition on the tapered portion of the rotor indicating the deposition was likely present while the pump was in operation supporting the patient. Examination of the proximal side of the outlet stator revealed depositions surrounding the bearing ball. These depositions¿ lack of laminated layering indicates that they did not initially form in the outlet stator. The origin of these depositions as well as a how long these depositions were present in this location could not be determined. A root cause for the formation of the observed depositions could not conclusively be determined through this evaluation. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device: 2 years, 9 months. The device was returned for analysis. Evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.